Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while performing blood collection using a bd vacutainer® push button blood collection set with 12 in. Tubing, blood leaked from the injection site. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer: 3/28/2018.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for issues with the needle-point integrity with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for issues with the needle-point integrity with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.